Event description:
During a ptca / stenting treatment procedure, the quantum maverick monorail 8/3.0 mm balloon ruptured at 6 atms on the initial inflation. The patient was asymptomatic during this event. The quantum maverick monorail 8/3.0 mm balloon was being used to post-dilate a guidant zeta stent. (It is noted that the lesion hadnot been predilated.) The physician used a unicore guidewire and a 7f wiseguide guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with a guidant 3.0/10 balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.